Event description:
The device went into an 812:02 failure code when the pump was initially powered on during testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.